Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-21019 and 1627487-2013-21020. It was reported the pt had the entire scs system explanted due to ineffective stimulation and it was causing discomfort.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.